Event description:
Boston scientific received information that this right atrial (ra) lead had displayed out of range impedance measurements less then 200 ohms and high pacing thresholds. The lead was capped and surgically abandoned and successfully replaced with another right atrial (ra) lead. There was no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.